Event description:
Customer reports lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During an upper endoscopy procedure, the physician used a cook endoscopy captura serrated jumbo forceps with spike to obtain a routine esophageal biopsy. Immediate complication was recognized by the physician performing the procedure. The complication was later confirmed to be an esophageal perforation. The physician commented that the serrated edge of the forceps seems to grab and rip the tissue rather than cut the tissue when a biopsy is taken. No obvious device defect was observed by the physician. Endoscopic clipping and a CT scan were performed. The pt was admitted to the hospital and antibiotics were prescribed.